Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The patients attorney did not allege a specific device failure or patient injury and medical records have not been provided. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012 the patient underwent surgery for repair of a ventral hernia. As reported, a ventrio hernia patch mesh, (B)(4) and lot number huvd1002 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012 and (B)(6) 2012 the patient underwent an additional surgery for "debridement." As reported, on (B)(6) 2012 the patient underwent an additional surgery to remove her hernia mesh. It is alleged by the attorney that the ventrio hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012, the patient underwent surgery for repair of a ventral hernia. As reported, a ventrio hernia patch mesh, reference number (B)(4) and lot number huvd1002 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012 the patient underwent an additional surgery for "debridement." As reported, on (B)(6) 2012 the patient underwent an additional surgery to remove her hernia mesh. It is alleged by the attorney that the ventrio hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with four incarcerated ventral incisional hernias thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the large hernia mass was noted to be incarcerated with significant omentum and this was taken down. Noted 3 other hernia masses that were incarcerated with omentum lateral and inferior to the large hernia which were taken down. The entire area was converted to one large defect and adhesiolysis was performed freeing up the areas. A ventrio mesh was inserted and secured with sutures. A drain was placed.¿ on (B)(6) 2012 - patient was diagnosed with abdominal wall hematoma thereby underwent repair. Per operative notes, ¿there was a large hematoma present, this was all removed from anterior abdominal wall. There was no visualization of a large mesh that was inserted several days ago beneath the fascia. The drain has not functioned, and it was removed. A large drain was then inserted.¿ (B)(6) 2012 - patient was diagnosed with abdominal wall pain and necrosis with inflammatory reaction thereby underwent debridement and insertion of wound vac. 31-oct-2012 - patient visited hospital for abdominal drainage continuing over previous hernia repair which developed a wound infection and treated with placement of wound vac. 08-nov-2012 - patient was diagnosed with abdominal wall drainage secondary to probably infected mesh thereby underwent debridement down to a mesh and treated with placement of new wound vac. 03-dec-2012 - patient was diagnosed with abdominal wound drainage with non-functioning mesh. 20-dec-2012 - patient was diagnosed with ventral hernia and infected abdominal wall mesh thereby underwent repair with abdominal wall debridement. Per operative notes, ¿a large mesh was identified and removed in its entirety along with the inner layer which was peeled off of the peritoneal surfaces and scar tissue. There was significant inflammatory reaction, so a large wound vac was inserted into the area of scarring.¿ attorney alleges that the patient had adhesions, infections, hernia recurrence, removal surgery, debridement, pain and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the device may have caused or contributed to the events as alleged. The patients attorney did not allege a specific device failure or patient injury and medical records have not been provided. If additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of ventrio mesh, patient was diagnosed with wound drainage, infections, necrosis, scar tissue, abdominal pain and hernia recurrence thereby underwent repairs with explant of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned